Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2013 at 308pm. The patient reported blood glucose results of ¿4.3 mmol/l¿ with the subject meter and ¿2.3 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. Prior to the start of the alleged issue, the patient claimed he felt low blood glucose symptoms of dizziness, accelerated heart rate, hot sweats, light headed and confusion. The patient drank a coke beverage as treatment and felt better after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information obtained at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.